Event description:
Discordant chloride (cl), potassium (k), sodium (na) and magnesium (mg) results were obtained on two patient samples and discordant calcium (ca) and magnesium (mg) results were also obtained on one of the samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), and patient (B)(6) was admitted to a hospital and administered oral potassium. New samples were obtained from the patients and tested on an alternate instrument, resulting higher. The original samples were then tested on an alternate instrument, also resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that the v-lyte diluent solution was replaced while instrument was running the two samples. A headquarter support center (hsc) specialist evaluated the instrument data which indicated the operator went into standby to load a new bottle of diluent solution, prompting errors. The operator had not followed the software prompts correctly and loaded the diluent solution bottle onto the system after storing the change in the software causing the system to start priming before the new bottle of diluent had physically been loaded onto the instrument drawing in air instead of the new fluid. The cause of the discordant results is a user error. The instrument is performing according to specifications. No further evaluation of the device is required.